Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the pain was caused by the scs device. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.